Manufacturer narrative:
Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 10-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that the patient had worsening of urinary symptoms with urinary urgencies and urinary leaks. Factors that may have led or contributed to the issue remain unknown. Interventions taken to resolve the issue included a reprogramming that was done. The outcome of the issue remains unknown. Relevant medical history includes idiopathic urinary incontinence since 2006. Additional information was received from the clinical site via a rep. It was reported that the worsening urinary status involved several episodes of urinary urgencies and leaks. Impedance was normal except on electrodes 0-2 which measured greater than 4000 ohms. Reprogramming was the only thing done in attempt to resolve the issue, and the issue was not resolved as of (B)(6) 2019. The event was ongoing. The clinical investigator assessed the event as not serious, not related to the procedure, and related to the lead. No surgical intervention occurred. Idiopathic urinary incontinence since 2006 was noted as patient medical history. Additional information was received from the clinical site via a rep. It was reported that the issue was not resolved at the time of study exit on (B)(6) 2019. The cause of the high impedance was noted to be possible fibrosis. No further complications were anticipated.